Event description:
Patient reported "symptoms of device rupture", "swelling", "capsular contracture" and "accumulation of fluid". Later, patient representative reported "hardening of the right breast", "pulling sensation and pain have developed", "rupture" diagnosed via ultrasound and confirmed during surgery, ¿massive¿ capsular contracture baker grade unknown, and "suspicious seroma" discovered intraoperatively. Healthcare professional reported rupture, capsular contracture baker grade IV, and "suspicious effusion formation". The explanted capsule from the right side was tested for alcl, which revealed "no suspicious cells". This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date "(B)(6) 2025". The events of "capsular contracture", "edema", and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture baker grade IV; "accumulation of fluid"; "suspicious seroma" discovered during surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, d6b, h6. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later patient reported "rupture", "massive capsular contracture", "suspicious seroma" and "pain radiating into her arm". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "symptoms of device rupture", "swelling", "capsular contracture" and "accumulation of fluid". This record is for the right side. Device remains implanted.